Manufacturer narrative:
The doctor was attempting to use fluoroscopy on the c-arm to view proper positioning when allegedly the image went black, with large white squares and no visible image. The system was shut down with the guide wire in place in the left lobe of the patient's brain. The wire was in place with no imaging for approximately 8 minutes during shutdown and reboot. The hospital administration and biomed engineers were notified of the incident. It was reported that the image problem cleared itself after reboot and the problem could not be duplicated. It was reported that there was no injury to the patient, but the study was not completed because the doctor was apprehensive that the problem would recur. The case was canceled and rescheduled. The manufacturer has requested additional information for the investigation.

Event description:
During insertion of a guide wire and filter on a carotid approach during a neurological examination, the image allegedly went black with large white squares and there was no visible image.